Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that the top of the sensor broke off before she could insert it. The customer will call helpline later.